Manufacturer narrative:
The patient was induced a second time and a sustained arrhythmia was detected (6-7 delay to tachycardia sensing). The sustained arrhythmia was successfully terminated (22 seconds time to therapy). The device's sense vector was programmed to primary. To date, this electrode has not been returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services on (B)(6) 2017. The hcp reported that this device could not be interrogated with a consult unit. The technical service's consultant explained that this device cannot be interrogated with consult. The hcp was planning to inform the physician. Boston scientific received information that this patient was admitted into the hospital on (B)(6) 2017 due to three inappropriate shocks. The device was interrogated by the local representative. Following the third shock delivery, undersensing was noted. The technical service's consultant inquird if there was any post-shock pacing. The local representative commented that post-shock pacing occurred following second shock delivery. The local representative was informed how alternate sense vector is in use when post-shock pacing is being delivered. The sense vector will revert to the programmed sense vector after post-shock pacing is no longer required. At the time of inappropriate shock delivery, the device had been programmed to secondary. The local representative had viewed all of the sense vectors, but the patient was experiencing premature ventricular contractions (pvcs). The technical service's consultant explained that no reprogramming options were available. The physician may need to control through medication or other means. The patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2017. Defibrillation threshold testing was performed with the device programmed in reverse polarity. Non-conversion requiring external defibrillation was encountered. The post-shock impedance was 133 ohms. The electrode was replaced and the chronic device was repositioned.